Manufacturer narrative:
Additional information: patient demographics provided. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while pre-operative in a cranial resection, the navigation system became unresponsive when importing images. It was reported that restarting the navigation system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.